Event description:
It was reported the catheter was being placed into the pt's radial artery in the operating room. The clinician was experiencing difficulty with repositioning the arterial line and recognized the guide wire was not retracting. Another clinician stepped in to assist. While retracting the guide wire resistance was met. Another attempt was made and the wire was removed. The entire catheter set was removed from the pt. At which time, it was immediately noticed that approximately 1cm portion of the guide wire was missing at the distal end. This was later removed from the pt. Another catheter was placed for the patient and used successfully. There was no delay in treatment and no pt death or complications reported. On (B)(4) 2014 - follow up info states the piece of wire was surgically removed from the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.